Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect spine clamp not returned to manufacturer for evaluation.

Event description:
A medtronic representative reported a stripped tightening screw on a long open spine clamp. There was no patient present when this issue was identified.